Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (investigation findings and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported finding during injections the needle stops/clogs. Changes the needle and then completes the injection. Caller claims to completes a flow with each injection. Caller also informed the pen manufacture of solostar with this issue. Sometime last month. Informed caller of proper non patient end placement. Dc lot # 3241358 catalog# 320550 date of event unknown sample status awaiting sample.